Event description:
Related manufacturer reference number: 3006705815-2023-04870. It was reported that the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.